Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the implantable cardiac monitor could not be interrogated and an error message was displayed. After a device software download, normal device function resumed.